Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system logs and confirmed the reported issue. The touch controller board was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation during a case. There was no patient injury.